Event description:
Procedure: gastric bypass. Reportedly, after firing the stapler across the thin portion of the stomach, malformed staples were noticed in the middle of the staple line. This resulted in an open lumen and an unspecified amount of bleeding. The intervention used is not known, however, there was no patient injury reported.